Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Other electrical measurements were stable. The noise was not able to be reproduced with isometrics. No intervention or patient symptoms were reported.